Event description:
It was reported the pt's trial ended early due to lack of relief from the stimulation. The pt also experienced weakness in his legs after the leads were removed, but the doctor was not concerned. Follow-up revealed the pt's weakness is getting worse. The physician does not know if this is due to the trial or the pt's medical condition. The pt was referred to a neurologist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.